Event description:
While using a byte day aligners, patient reports their top aligners are cutting their tongue. Patient stls have maxillary anterior distortion. Provided fit tips and requested additional information. Advised ortho was to help with discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.